Manufacturer narrative:
Batch review performed on 02 july 2024: lot 2200469: (B)(4) items manufactured and released on 17-may-2022. Expiration date: 2027-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 8 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.